Manufacturer narrative:
Product event summary: the 990063-020 mapping catheter with lot number 229735451 was returned and analyzed. Visual inspection of the loop segment area, pebax tubing, introducer, lemo connector, and electrodes showed they were intact with no apparent issues or damage. All electrodes were present on the loop section and no cosmetic issues or anomalies were identified. Visual inspection of the shaft segment area showed it was broken approximately 13.75 inches from the lemo connector; no ECG signal wires were broken. The shaft was also kinked approximately 28.2 inches from the lemo connector. In conclusion, the reported issues of a shaft kink and break were confirmed during analysis, and subsequently, the mapping catheter did not pass returned product inspection. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a cardiac ablation procedure using the mapping catheter, the device got kinked and subsequently broke during insertion. Attempts were made to straighten the kink but were unsuccessful. The mapping catheter was then replaced with a new one, and there were no further issues with the procedure. The case was completed with cryo. No patient complications have been reported as a result of this event.